Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems stapler had to be fired several times for the staple to fire out. Another instrument was used to complete the case. There was no consequence to the patient.